Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had alarm error 116. The issue had occurred during set up / inspection for use (during set up in room / before patient in room). There was no report of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d10, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. The phenomenon reported by the customer could not be reproduced. Based on the information obtained from this complaint and the investigation results the cause of the complaint could not be identified olympus will continue to monitor field performance for this device.